Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom technical support on (B)(6) 2015 and claimed that on (B)(6) 2015 the patient experienced a hardware failure. Dexcom technical support had the patient's father perform a reset and the reset was successful for reported issue. Pediatric patient used adult receiver which is against user guide recommendations. The patient's father did not report any injury or medical intervention.